Manufacturer narrative:
(B)(4). This medwatch is being filed as an initial / final report, due to the initial report being submitted even though the report failed the 3rd acknowledgement. Zipcode - (B)(6). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher would mash up a graft during use. The customer returned a zimmer meshgraft ii serial number (B)(4) for evaluation. Evaluation of the device on 19 september 2019 noted that there was a bearing missing from one of the sideplates, causing the device to be out of calibration. Upon further inspection, it was found that the roller, cutter, and parts on the ratchet were worn and needed replaced. None of the pretests could be performed due to the device being out of calibration. Repair of the mesher occurred the same day and involved replacing the carrying handle, sliding pin, side plates, cutter, roller, and multiple screws and other fasteners. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a bearing missing on the sideplate that made the device out of calibration, which in turn would cause the device to not a graft properly, it cannot be determined from the information provided as to what caused the bearing to go missing. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the mesher seemed to mash up the graft and get stuck in the mesher. The surgeon punctured the graft with a no.15 blade instead of using the mesher. There was 5 min delay and no harm reported. The same mesher was used on two different patients before we realized the problem. No adverse events were reported as a result of this malfunction.